Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was discarded and was not returned for additional evaluation and investigation. Follow-up for further information is pending. As additional investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. A supplemental MDR will be sent if/when additional information becomes available. Internal complaint number: (B)(4).

Event description:
Patient tracking received a tracking form in the mail reporting a pump replacement. The reason for replacement was reported to be that the original pump had "failed." Additionally, the pump was discarded.